Manufacturer narrative:
H6. Investigation: two photos were received and evaluated. The photos depicted two threaded lock pieces side by side. One piece was observed to have no visible defects. One piece was observed to have a short cannula, which is rejectable per product specification. A closeup photo of cavity number on one of the pieces was 43 and residue was observed around the luer connection. A closeup of another piece showed cavity #9 with no residue visible. The most probable root cause is an overheated core pin, which was possibly caused by a temporary blockage of a cooling flow., this condition occurs when the core pin is too hot causing it to pull the cannula as the core pin is retracted at the end of the molding cycle and prior to ejection. All quality checks for that lot were performed per established quality controls and passed, therefore there is no reason to suspect that cooling of the pin was interrupted for a long time. Retain samples for this lot were no longer available but retain samples from the lot molded in january 2020 were inspected: the defect was not observed. This further suggests that the reported defect was most likely a ¿blip¿, such as a temporary blockage of a cooling flow. A corrective action has been performed, preventative maintenance (pm) cycle on this mold has been changed to 7 days. This will ensure it has a pm performed before it is placed in storage. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. H3 other text : see h10.

Event description:
It was reported that the bd¿ threaded lock cannula was "shorter than usual", and a "rubber part" of the injection site wouldn't open to let the infusion flow through during use. The following information was provided by the initial reporter, translated from japanese to english: "a cannula was shorter than usual and a rubber part of the injection site didn't open. Hcp couldn't flow infusion."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd¿ threaded lock cannula was "shorter than usual", and a "rubber part" of the injection site wouldn't open to let the infusion flow through during use. The following information was provided by the initial reporter, translated from (B)(6) to english: "a cannula was shorter than usual and a rubber part of the injection site didn't open. Hcp couldn't flow infusion."